Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in an unspecified area with juvederm vista volbella xc. Five months later, the patient was injected in the tear bag and under the eye with juvederm vista volbella xc. Approximately six months and a half later, the patient experienced ¿swelling, lump and pain under eye and in the tear bag.¿ four days later the patient was treated with ¿hy dissolution at the injection center, cefachloro was prescribed and taken internally.¿ three days after the patient experienced ¿erythema, lump and swelling¿ in the lower tear bag and under the eye. The same day the patient was treated with ¿hyaluronidase 360u ( 3. 6ml) + kennacort 1. 4 ml = 5 m (tear bag under the eye), hyaluronitase 300u (both nasal roots) dissolved injection.¿ the patient was also treated with prednisolone for five days. Erythema and swelling disappeared. The lump remains small when touched, and steroids are administered.¿ the patient was treated with prednisolone for another three days taking 4t in the morning and 1t in the afternoons. The patient was treated another twenty days with prednisolone taking 4t once a day. The patient was also treated with ¿loratadine 1t1x and tranilast 3c3x¿ and tranilast ended due to cystitis. Only loratadine is taken internally for about 3 months. The patient completely recovered ¿without relapse.¿ the hcp suspects ¿delayed foreign body granuloma by the juvederm vista series of bicross preparation.¿ biopsy was not provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-64842). This emdr is being submitted for the suspect product, first injection of juvederm vista volbella xc.